Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an allergic reaction and a continual skin rash at the ipg site. All components were explanted and will not be returned per hospital policy.